Event description:
The customer reported that the m4735a defibrillator unexpectedly shuts down and restarts when printing. The device was functional if the printer was not employed. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the defibrillator unexpectedly shuts down and restarts when printing. The device was functional if the printer was not employed. There was no report of pt involvement or adverse pt impact. The customer chose not to have philips repair the device and did not report having effected a repair. Philips was not able to evaluate the device and could not confirm the reported issue. Based on the customer's problem statement we are considering this a malfunction. We cannot determine the cause from the available info.